Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body was removed') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50643854 ,manufacturing date: 2012-01, expiration date:2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: event injury was replaced with foreign body was removed (case upgraded to serious incident) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body was removed') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50643854, manufacturing date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2021: ha number added to case (and nca). Imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain immediately after implantation "). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("pain in the head"), premature menopause ("early menopause"), arthralgia ("pain in the hips"), scar ("scars were left behind"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems after implantation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, procedural pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, premature menopause, hormone level abnormal, arthralgia, scar, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: permanent physical injury, were unable (or are unable) to work (temporarily or permanently). Lot number:50643854 manufacturing date: 2012-01 expiration date:2015-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure (batch no. 50643854) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("pain immediately after implantation "). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("pain in the back"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("pain in the head"), premature menopause ("early menopause"), arthralgia ("pain in the hips"), scar ("scars were left behind"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems after implantation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, procedural pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, premature menopause, hormone level abnormal, arthralgia, scar, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: permanent physical injury, were unable (or are unable) to work (temporarily or permanently). Lot number:50643854 manufacturing date: 2012-01 expiration date:2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2022: specification of the events requiring medical device removal was received: pain immediately after implantation, severe chronic pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems after implantation, menstrual cycle changed, abnormally heavy bleeding, hormonal problems, allergic reactions, early menopause and scars. A new reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body was removed') in a female patient who had essure (batch no. 50643854) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50643854 manufacturing date: 2012-01 expiration date:2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.